Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a critical pump error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer returned the product back for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image alarm and fatal alarm, motor safety circuit failed test, was found in the formatted history file due to software error. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image alarm. The insulin pump had scratched case, pillowing keypad overlay, and minor scratched lcd window.